Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33432. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced on (B)(6) 2020. The ipg was electively replaced during the same procedure. Post-operatively, stimulation therapy was restored.